Event description:
It was reported that the atrial lead showed under sensing of atiral fibrillation. The lead was programmed to single chamber rate responsive (vvir) and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.